Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following intraocular lens (iol) implantation, the patient experienced positive dysphotopsia. As a result, the lens was removed and replaced with another lens in a secondary procedure. The clinical reason for the explant was also reported positive dysphotopsia. Based on new information provided, in the surgeon's opinion, the product was responsible for the patient's events. The patient's symptoms were resolved, and the surgeon reported an excellent prognosis. There was no further impact to the patient.